Manufacturer narrative:
Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical fluid warmer accessory was leaking. There was no injury and no reported adverse events.